Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service (eos) status. The icm battery voltage dropped rapidly for unknown reasons. It was advised to return the device for further analysis. The icm remains in service and no adverse patient effects were reported. Additional information indicated that the icm was explanted and it has been returned to bsc. A new icm has been implanted. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service (eos) status. It was indicated that this was likely to be a premature battery depletion and recommended the icm to be explanted and returned for further analysis. The icm remains in service and no adverse patient effects were reported.